Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient felt as though the stimulation had moved from the original spot and felt like it was fluttering on and off. It was noted that there were no circumstances that led to the issue; one day when leaning over to wash their hands, the stimulation moved and it kept happening. The patient made an appointment with their pain management specialist, got a referral, and contacted a manufacturer representative who made adjustments. It was adjusted to a different channel and seemed better, but on the trip home, it started acting up again, so the patient turned it down and it was not so annoying. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having issues with their pain stimulator. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-25. It was reported that in (B)(6) 2018, the patient started experiencing intermittent ¿surging¿, like a "whomp...whomp...whomp", rather than constant paresthesia the patient liked. It was noted that the patient got 1-3 surges every minute or so; it was not constant. The surging was in the areas that cover patient's lower back pain, but this has since changed, and the surging was not even in their areas of their pain anymore. The rep tried a couple of reprogramming's for the patient, but the issue did not resolve and there were no signs of lead migration. The rep corrected the configuration of 1x4 and then the patient had only been feeling stim in the right hip, which wasn¿t close to the area where they needed it. The caller also reported that the surging might come on while the patient is sleeping, walking or driving. If the patient arched their back, they were able to get the stimulation in their back and they did not feel the surging. Impedance measurements were within normal limits. In the end, it was suggested that the rep palpate the system to attempt to recreate the surging to obtain impedance measurement during surging. There were no further complications reported or anticipated.